Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due to pocket erosion. Additionally, it was thought there could be a potential infection due to oozing and pus noted at the erosion site. Cultures were taken and came back as negative. It was noted that an antibacterial absorbable envelope had been utilized at implant. No further patient complications have been reported as a result of this event.